Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, while the device was being applied in closing the vaginal cuff, part of the needle broke off in the sewing of the cuff inside the cuff. A portion of the needle was left in the patient. They opened another load and finished suturing.